Event description:
The sterile packing of the following 5 coils inner package were found opened: hsr10071020/f68443, sph10062020/f68849, ssr10051020/g10556, sph10072020/f67800, sph10082520/f67729. The units were found opened at distributor during inventory check. No patient or hcp involvement since it was found during checking. Additionally, the materials were received by the distributor, and then the devices were sent to the hospital depending on the case. If unused, these were sent back to the distributor in the carton packages. Upon receipt, the devices outer packs were inspected for any transit damages, if any of the packs are not opened unless there are signs of external damages. External boxes were intact in this case. There were no seals on the outer cartons and these can be opened, and no damages on external boxes. There are regulations within the country that require relabeling of any type, but during this process, the devices were not accidentally opened. Prior to release to the hospitals, distributors or end users, the unit packages (outer or inner) were not opened. The devices were sent to the hospital, and then came back and again from the site, and were then sent for another procedure to another site. Once the units were returned, the external boxes were checked only, and the boxes were intact. The inner packages were opened in the same areas, mostly on crown seal side, and the units were not stored in high heat or humidity.

Manufacturer narrative:
As reported by the affiliate office in india, the sterile barrier seals of the following 5 microcoil inner packages were found opened: hsr10071020/f68443, sph10062020/f68849, ssr10051020/g10556, sph10072020/f67800, sph10082520/f67729. The units were found opened at the distributor during an inventory check. There was no patient or healthcare provider involvement since the issue was discovered prior to shipment from the (B)(4) distributor to the end user. The materials were received by the distributor, and then the devices were sent to the hospital depending on the case. If unused, these were sent back to the distributor in the carton packages. Upon receipt, the devices outer packs were inspected for any transit damage; the sterile packs are reportedly not opened unless there are signs of external damage. The external boxes were intact in this case. There were no seals on the outer cartons and these can be opened. There are regulations in india that require relabeling for the local market, but during this process the devices were not accidentally opened. Prior to release to the hospitals, distributors or end users, the unit packages (outer or inner) were not opened. The devices were sent to the hospital, and if unused were returned from the site, and were then restocked and sent for another procedure to another site. Once the units were returned, the external boxes were checked only, and the boxes were intact. The inner packages were opened in the same areas, mostly on crown seal side, and it was reported that the units were not stored in high heat or humidity. It is confirmed that all five pouches were returned with the inner pouch seal opened. However, all five boxes also had evidence of exposure to moisture and external box damage in addition to the inner seal breaches of the device pouches. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Investigation into the methods used to handle and store items in the (B)(4) market is being pursued with the (B)(4) affiliate and its local distributors by codman management. At the present time, no additional information is available for this file. The circumstances which led to the poor condition of the returned packages are isolated to this affiliate/distributor office. Further information and any actions to be taken will be attached to this file if they are received. It is confirmed that all five pouches were returned with the inner pouch seal opened. However, all five boxes also had moisture and external box damage in addition to the inner seal breaches. Evaluations into the methods used to handle and store items in the (B)(4) market is being pursued with the (B)(4) affiliate and its local distributors by cnv management in (B)(4). At the present time, no additional information is available for this file. The circumstances which lead to the poor condition of the packages are considered to be isolated to this affiliate/distributor office. Further information and any actions to be taken will be attached to this file if they are received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Manufacturer narrative:
This report contains complaint associated with following 5 coils inner packages: hsr10071020/f68443, sph10062020/f68849, ssr10051020/g10556, sph10072020/f67800, and sph10082520/f67729. The product devices are anticipated to be returned. But haven't been received yet thus additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with all five lots presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product devices are anticipated to be returned, but haven't been received yet thus additional information will be submitted within 30 days of receipt.